Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had broken knobs, covers, and case. The main and atrial keypad also needed replacement. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.